Event description:
Pt's iliac arteries were characterized as being short and angulated. The abdominal aneurysm extended to the bifurcation of the aorta. During the aaa repair utilizing a zenith endovascular graft, the use of four graft components had been selected. As a result of the landing sites in both common iliac arteries being of poor quality, the physician elected to deploy an iliac extension distal to the ipsilateral leg graft in order to achieve an acceptable landing zone in the artery. The deployment of the left extension noted that the vessel appeared to be inhibiting the flow through the graft near the distal landing zone. Another MFR's stent was deployed inside the leg extension in order to promote a smoother transition of the graft with the vessel while also increasing the radius of the current condition of the graft lumen. The stent was deployed inside the graft with the distal segment landing in native vessel. At the conclusion of the procdure, the post angiogram noted an improved flow through the ipsilateral leg graft as well as a small proximal type I endoleak. The anatomical condition of the aortic neck in combination with the length of the procedure, resulted in a decision to conclude the procedure and monitor the proximal endoleak, in order to determine the appropriate interventional measures.